Event description:
I was implanted with transvaginal mesh for stress incontinence. I developed groin pain, erosion of the mesh causing a hole in my vaginal wall and painful intercourse. I am on pain medication and have been taking these meds since 2009. I have had two surgeries to remove the mesh. The surgeon is not able to remove the mesh completely.